Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy presented to the emergency department with complaints of a pressure headache and a perceived odor resembling burning wires, which the patient associated with inadequate stimulation. The patient reported persistent head pain and discomfort regardless of whether the stimulation was active or inactive. Upon evaluation, a neurologist confirmed that the dbs device was functioning as intended and concluded that the symptoms were unlikely to be related to the device. Nevertheless, the patient's device was subsequently reprogrammed. Additional diagnostic tests were ordered to further investigate the reported symptoms, though they have not yet been performed. The event remains ongoing.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy presented to the emergency department with complaints of a pressure headache and a perceived odor resembling burning wires, which the patient associated with inadequate stimulation. The patient reported persistent head pain and discomfort regardless of whether the stimulation was active or inactive. Upon evaluation, a neurologist confirmed that the dbs device was functioning as intended and concluded that the symptoms were unlikely to be related to the device. Nevertheless, the patient's device was subsequently reprogrammed. Additional diagnostic tests were ordered to further investigate the reported symptoms, though they have not yet been performed. The event remains ongoing. Additional information was received that the physician does not believe the patients symptoms were related to the device, but rather attributable to an underlying psychiatric condition.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy presented to the emergency department with complaints of a pressure headache and a perceived odor resembling burning wires, which the patient associated with inadequate stimulation. The patient reported persistent head pain and discomfort regardless of whether the stimulation was active or inactive. Upon evaluation, a neurologist confirmed that the dbs device was functioning as intended and concluded that the symptoms were unlikely to be related to the device. Nevertheless, the patient's device was subsequently reprogrammed. Additional diagnostic tests were ordered to further investigate the reported symptoms, though they have not yet been performed. The event remains ongoing. Additional information was received that the physician does not believe the patients symptoms were related to the device, but rather attributable to an underlying psychiatric condition. Additional information was received that the patient underwent magnetic resonance imaging (MRI), which yielded normal findings.